Event description:
Dr was concluding a lap nissen procedure on a baby when the 26167fns/needle holder (3mm) he was using to suture broke; the stationary jaw broke off. Dr immediately retrieved the broken jaw from pt. He replaced needle holder and completed procedure with no adverse effect to pt. Pt condition post-op was good.